Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID bsx-lead lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6); product ID (B)(4) lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product ID 694958 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6). (B)(4).